Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer stated that they believe it was due to a broken cannula. They stated that when they changed the infusion set, the tubing that connects to the infusion set became separated at the site. At the time of the phone call the customer's blood glucose was 373 mg/dl. The customer declined troubleshooting for the high blood glucose stating that they don't feel like it is caused by the insulin pump. The customer stated that they have also been experiencing low blood glucose levels due to a spleen surgery they had in may. The customer stated that the paramedics were called due to the low blood glucose levels and they were hospitalized. The customer did not remember the exact value of the low blood glucose. Nothing further was reported.